Event description:
Per the clinic, the device was explanted on (B)(6) 2026 under general anesthesia due to discomfort. It is unknown if there are plans to reimplant the patient as of the date of this report.